Manufacturer narrative:
The customer¿s experience with a pcu and lvp that was marked clean, the pcu¿s male iui and lvp female iui were observed with corrosion and what appears to be a burn/short circuit was confirmed in the visual inspection. Continuity testing was performed on the damaged iui and there was no observations of cross pin short circuiting. The damaged iuis were replaced on the pcu and lvp. The pcu and lvp were powered on there were no irregularities observed. A test infusion was performed and there were no irregularities observed. Although the exact root cause was not determined, it is possible a thermal event can occur if the device are used immediately after cleaning and the iui are wet mated or a fluid spill on the iuis. The mated wet iui pins can cause a short circuit. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported during a site visit from the tpc the pcu, and module were marked as clean with a bag put over the device set. The male iui connector on the pcu and the corresponding female iui connector on the pump module had excessive corrosion, dried fluid creating what appears to be a burn / short circuit right on the metal contacts of both iui connectors. There was no patient involvement reported.